Manufacturer narrative:
The device has not been returned for eval yet. Therefore, a failure analysis is not available, and we are unable to determine if the device met its specs. Should further details become available, a supplemental medwatch report will be filed under the appropriate sequence #. Our directions for use outline appropriate placement access and maintenance procedures.

Event description:
A gold probe was going to be used for a therapeutic gi bleed. Before the procedure, it was noted that the device had no tip. The procedure was completed with another device.